Manufacturer narrative:
H3: product analysis of product# 55840006555, lot# h5615275. Visual and optical inspection of the "tulip" identify that the c-clip has been damaged. After visual, optical, and microscopic examination, no evidence was found that would suggest a defect in manufacturing or processing of the implants. The damage is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient who had revision surgery for broken hardware due to fall out wheelchair. It was reported that the patient was paraplegic due to a motor vehicle accident that happened in 2020. Initial surgery (t11-l3) was performed to repair and fuse his back. Patient's wheelchair back broke, causing the patient to fall and break their hardware in their back. Revision surgery was performed to take out the broken hardware which was just one broken screw.  There were no broken fragments left inside the patient and no further complications reported regarding the event.

Manufacturer narrative:
D.6a - it was confirmed that implant was performed in 2020. The provided date is an estimate since the exact implant date was not provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.